Event description:
A pt reported possible inaccurate results with a surestep meter. During a back to back testing session, meter displayed blood glucose readings of 312mg/dl, 105mg/dl and 85mg/dl successively. Pt did not experience any adverse events. Meter has been replaced. No allegations of harm have been made.